Event description:
It was reported to boston scientific corporation in 007, that a maxforce biliary balloon dilatation catheter was used during a [enter procedure name] procedure performed in 2007, (female patient; age and weight are unknown). According to the complainant, when opening the package the tech noticed that the catheter on the device was crimped. The device was not used and did not come in contact with the patient. The procedure was completed with another maxforce biliary balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A visual inspection of the returned device revealed that the shaft was dented at 610mm and 680 mm distal to the strain relief. The damage was consistent with the shaft getting caught between the tray and the lid during the manufacturing process.